Event description:
It was reported that the patient presented post-implant procedure of a leadless pacemaker. Upon review, the patient exhibited shortness of breath and low blood pressure. An epicardial effusion was noted. The effusion was successfully drained, and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.